Event description:
Physician reported "possible rupture of device" on the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, opening assessed, as fold flaw opening. Additional observations. No other observation observed. No further actions are required, since no manufacturing issue is observed.